Event description:
General report received of an unspecified number of undocumented incidents of disconnection of the male luer of a plum set from a microclave male adapter plug. There were no reports of any adverse patient events while the devices were in clinical use. Though requested, no additional information was provided.